Event description:
It was reported that before using one (1) bd vacutainer® push button blood collection set, there was a foreign body inside the tubing. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected for foreign matter on/in the tubing or housing of the device. All samples passed testing exhibiting no foreign matter in the tubing or barrel of the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter (fm). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.